Event description:
It was reported that the superion indirect decompression system broke into pieces when it was removed during an implant procedure. The physician stated that the spacer was broken while 60 percent deployed.

Manufacturer narrative:
The spacer 101-9812, lot number 28344379 was returned and analyzed. Device analysis revealed that the spindle cap was completely sheared off from the implant body. This damage to the spacer indicates the break was due to both the deployment against resistance, such as bone, and not correctly attaching the inserter to the spacer.

Event description:
It was reported that the superion indirect decompression system broke into pieces when it was removed during an implant procedure. The physician stated that the spacer was broken while 60 percent deployed.